Event description:
It was reported that the patient experienced low blood pressure during the deep brain stimulation (dbs) implantable pulse generator (ipg) procedure. X-ray images taken revealed a pneumothorax and hemothorax approximately one liter in volume in the right lung. The physicians assessment noted that he experienced difficulties tunneling subcutaneously crossing of the neck and possibly damaged the blood vessels and parietal pleura. The patient underwent a blood transfusion, a chest tube was placed, was stabilized and placed in intensive care unit (ICU). It was noted that the patient is thin, and the physician has only used the boston scientific tunneling tool seven prior times, however, has experience with competitors similar tools. Physical analysis of the dbs tunneler was not performed as it was disposed by the facility. The drain was removed several days later, and the patient is doing well.